Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered shocks for three days and could not be interrogated. A local boston scientific representative was paged to assist with in person interrogation. This crt-d remains in service. No additional adverse patient effects were reported.